Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had no delivery and motor error alarms. The customer also stated that the device had a blank display. Customer inserted a new battery, then received a battery out limit. Blood glucose level at the time of the incident was 423 mg/dl, which the customer treated with a manual injection. Blood glucose level at the time of the motor error alarm was 563 mg/dl, which the customer also reported treating with a manual injection. Customer stated that the motor error alarm occurred during bolus. During troubleshooting, the customer was unable to complete the rewind sequence. Customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was programmed and monitored for three days and no blank display was noted. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. All operating currents were within specification and the off no power alarm functioned properly. No unexpected battery alarms were noted. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip. No damage was noted on the isolation tape.